Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report:1627487-2016-03853. It was reported the patient was experiencing discomfort which he described as a burning sensation around his scs ipg pocket site upon using stimulation. X-rays revealed one of the scs leads had migrated (which lead is unknown). As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the migrated scs lead was explanted and replaced and the other scs lead was repositioned. Effective stimulation was restored following the procedure.